Manufacturer narrative:
No device analysis was performed; the device met risk-based analysis criteria.

Event description:
Additional information was received from a health care provider (hcp). It was confirmed that the implantable neurostimulator (ins) was removed due to normal battery depletion an the patient recovered without sequela. It is unknown if the infection was resolved.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_lead, product type: lead.

Event description:
A manufacturer representative reported a consumer had a lead removed due to infection. The implantable neurostimulator (ins) and partial extension (cut near lead connector) were left implanted/abandoned and another ins had been implanted on the infection side afterward. It was discussed today about MRI, emi, and possible removal of the old extension. Additional information from the representative reported that it was not clear if the infection was confirmed or why the lead was removed and no symptoms were reported. Additional information received from the representative reported the original ins was at end of life (normal depletion) and discussed possible replacement of the ins. Indication for use included parkinson's dual and movement disorders.

Event description:
Additional information was received from a manufacturer representative (rep) . It was confirmed that the implantable neurostimulator (ins) was replaced on (B)(6) 2016. It was also reported that the infection was not related to any impedance issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.